Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer has been eating very healthily and stated that she keeps her pump on suspend. Customer stated that this morning the sensor was reading 60 mg/dl and her actual blood glucose was 110 mg/dl customer stated that the pump went into threshold suspend. Customer's current blood glucose was 145 mg/dl. Customer was offered troubleshooting but she stated that it is working for her now.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.